Event description:
A us distributor contacted zoll to report that the patient developed a open wound from the ucor hfams patch. The patient described the area as bleeding broken skin around most of the patch area. There was no alleged device malfunction contributing to the open wound. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.